Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer number five was failed. A field service engineer (fse) checked drawer and found the drawer was disconnected. Further the fse ran a report and found that the issue had occurred earlier. Then the fse replaced module control board as it may no longer retain cable in position. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and could not be recovered. The customer tried to power cycle and recover the drawer, but the problem was not resolved. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.